Manufacturer narrative:
Investigation summary: since no samples displaying the reported condition were received the reported defect could not be confirmed. It would be helpful to evaluate unused barrels and finished assembled customer¿s product from the reported batches. During process evaluation, the following areas of improvement were identified and will be acted upon. Barrel sensor that activates silicone gun will have a custom-made cover fabricated and installed. This action should protect the sensor from foreign matter that could make it malfunction and not properly activate the silicone gun. Due date: 10/29/2021. Silicone heating system is being evaluated for upgrades. Due date: 10/29/2021. A device history record review was completed for provided lot number 0286461. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the barrel 1cc s/t w/sil no bd logo/tb bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. It is clogging the venting media which inhibits/prevents air from exiting the product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood, and excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. [In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.].

Manufacturer narrative:
Medical device expiration date: na. Customer e-mail: (B)(6), the customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel 1cc s/t w/sil no bd logo/tb bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. It is clogging the venting media which inhibits/prevents air from exiting the product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood, and excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. [In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.]